Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There have been no trends identified related to this type of event.

Event description:
It was reported that pt underwent revision knee procedure in 2007 to exchange tibial insert. Diagnosis; recurrent hemarthrosis.